Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted: (B)(6) 2015; 5076-45 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a ventricular tachycardia (vt) ablation procedure, the patient's left ventricular (lv) lead exhibited high thresholds. It was believed the tissue near the lv lead was damaged and was now unable to capture. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.